Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted due to experiencing recurring incontinence with their sling. There were no further patient complications reported.

Manufacturer narrative:
Based on the information available, the product analysis was unable to confirm the reported event because the sling device was not returned to boston scientific; therefore, no physical or visual analysis of the product could be performed. Review of the manufacturing documentation could not be performed, as the lot and serial numbers were unable to be obtained. No evidence was found during the investigation that a manufacturing deficiency or a potential manufacturing device deficiency was related to the event. Further review did confirm that incontinence is included as a harm and is anticipated in nature and severity per the instructions for use and hazard analysis. To reflect this product analysis a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted due to experiencing recurring incontinence with their sling. There were no further patient complications reported.